Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the damage of the channel. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4) and similar past cases, omsc surmised that the reported phenomenon was attributed to the inadequate brushing, insufficient water supply or adherence of the foreign material in the suction channel due to the delayed pre-cleaning after the procedure. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that foreign material came out from the broken suction channel of the subject device. Even though after brush cleaning 5 times, the foreign materials existed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.